Manufacturer narrative:
The field service engineer adjusted the rinse levels and had acceptable results. After service, the customer performed qc and had acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for one patient tested on a cobas c 311 analyzer. The patient's questionable na result was not reported outside the laboratory. The customer performed repeat testing with the sample. At 15:44, the patient's initial na result was 125 mmol/l with a data flag. At 16:19, the patient's repeat na result was 210 mmol/l with a data flag. The na electrode lot number was s49 with an expiration date of 30-aug-2022.